Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device displayed "shock cancelled" message in the pallet holder was a normal behavior of the device. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the shock in the paddle support is cancelled even though the operating test is operational.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.